Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the 3.5 x 23 mm xience pro x stent delivery system (sds) had a separated hub when it was unpacked for use during an emergency case at night. There was no resistance noted during removal of the sds from the dispenser coil. The device could not be used on the patient. A same size xience pro x was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.